Manufacturer narrative:
Additional devices included on this report are as follows: catalog # rlt281414, serial # (B)(4), UDI # (B)(4). Catalog # plc231000, serial # (B)(4), UDI # (B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of a penetrating aortic ulcer with a chronic dissection using a gore® tag® conformable thoracic stent graft with active control system, a gore® excluder® aaa trunk-ipsilateral leg component, and a gore® excluder® aaa contralateral leg component. The procedure was a combined tevar and evar procedure. It was reported that the patient had multiple comorbidities. There were no reported issues with device placement. The patient tolerated the procedure. On (B)(6) 2021 the physician informed the field sales associate that the patient experienced paraplegia about two hours after the procedure. Reportedly the cause of paraplegia is unknown. A spinal drain was placed. The patient is being monitored.